Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the battery longevity triggered a false bpa alert and displayed a wide longevity timeframe. The false diagnostics were likely caused by the firmware upgrade performed that day. Reprogramming was performed to clear the false diagnostics, and the device was re-interrogated with normal results. The patient was stable with no adverse consequences.